Event description:
While using the mada vac ii no. 178 in accord with MFR's instructions as part of clinical lab test performance -washing anca filter plate-, the top of the mada vac ii waste container exploded and pieces of plastic, contaminated with liquid biomedical waste, were scattered in a radius of approx 10-12 feet in the lab. The technologist performing the assay was uninjured and was not exposed directly to the biomedical waste contamination.